Manufacturer narrative:
In the initial MDR, "the repeat tpsa result was deemed correct as it matched the patient's clinical status and previous history." Should have been included in medwatch field b5 describe event or problem. A general reagent problem was not present because the qc before the event was within range and isolated non-reproducible results do not represent a general malfunction of the assay. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; the trace had "sample short" alarms. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa (tpsa) result from one patient sample tested on the cobas 6000 e601 module. The initial result was 0.314 ug/l. The repeat result was 0.006 ug/l with a data flag. The doctor questioned the initial result as it did not match the clinical picture, prompting the rerun of the patient sample.